Manufacturer narrative:
The reported event occurred after the clip was successfully placed in the patient. Following the subject event, the patient was admitted to hospital for observation. Patient was discharged with no reported complications. The device subject of the reported event was returned to use for evaluation. Examination of the subject device shows the mounting strap was present and no apparent nonconformance of the mounting feature. The endoscope used in the procedure was confirmed to be of a size compatible with the padlock clip device subject of the reported event. Given the lack of apparent defect in the returned device and use of compatible scope, the event is likely attributed to the user technique when attaching the device to the endoscope. The instructions for use include the following statements regarding attachment of the deployment housing to the endoscope: "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that there is no gap on the open side where the scope and distal housing meet. Grasp the securing strap and stretch it across the "c" shaped opening and secure the securing strap onto the #2 securing strap mounting hook on the far side. When the strap is in both hooks, the housing is now secured onto the scope. Carefully apply lubricant liberally to the outside of the housing." There have been no other complaints associated with this lot. Use has offered in-service training and the user facility has accepted. The training is scheduled for 2/14/2019.

Event description:
The user facility reported the deployment housing of the padlock clip device became detached from the endoscope during withdrawal of the endoscope. The deployment housing was retrieved using a rigid endoscope and the procedure was completed successfully. No report of injury.